Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that their defibrillator had an ECG equipment malfunction error message. There was no pt involvement.